Event description:
It was reported that the patient attempted to place an infusion set without removing the needle guard, and on the subsequent attempt the needle bent and the set did not insert properly; the patient then placed a new infusion set and resumed delivery. Symptoms included no change in blood glucose. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included review of the reported event, device history not performed due to lack of lot information, and user feedback assessment. Investigation of this case revealed user handling error resulting in an incorrectly deployed infusion set. It was concluded that the event was attributable to user error, with the device operating as designed once a new infusion set was applied.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.